Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73m1600093 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip opened after internal clipping. The clip applier was changed but the material kept failing. The patient's condition is unknown at this time.